Manufacturer narrative:
H11: further assessment made by the manufacturer has identified that this event should be re-evaluated for MDR reporting. The software version of the device reported was not released to the market at the time of the event, no harm nor injury was reported and no previous injury or harm has been confirmed to be caused, it was determined that this case does not meet the threshold for reporting and is a non-reportable event. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly and a further report submitted outlining both the event details and our investigations performed.

Event description:
It was reported that in tka demo case, during the cutting stage, models had several red lines. Surgeon was able to cut but it was not updating correctly for both femur and tibia. Anterior cut was showing that it was way off. But after making cut the surgeon thought it looked fine and doubted navio. During the final range of motion screen numbers were way off. Alignment and cuts looked fine but navio number did not make sense.